Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced ilet communication issues with a dexcom g7 continuous glucose monitor (cgm) sensor while the ilet remained in bg run mode, attributed to connection limits when the dexcom app was also paired to a smartwatch; the user was advised to unpair the watch, then unpaired and restarted devices, and completed pairing education and troubleshooting. No adverse clinical symptoms reported. Outcomes included restoration of connectivity workflow following user actions and education, with no medical intervention or hospitalization. User support included customer care troubleshooting, review of pairing behavior with third-party devices, and guidance on device setup. Investigation of this case revealed a use-related connectivity conflict due to multiple active bluetooth connections involving the dexcom app and smartwatch, which interfered with ilet receiving cgm data, consistent with known communication limitations; the ilet hardware and dosing functioned as designed. It was concluded, based on previously established findings for similar reports, that user setup and external device pairing contributed to cgm signal loss to the ilet, and proper configuration resolved the issue.